Manufacturer narrative:
Section h3: additional information manufacturer's investigation conclusion: the reported event was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the returned system controller serial number (B)(6) and contained events recorded from (B)(6) 2019. The information recorded on (B)(6) at 8:51 am revealed that controller was connected to charged 14v batteries. The system operated with no active alarms until (B)(6) 5:41 am when a low voltage advisory alarm became active. The data captured on (B)(6) at 8:10 am indicated that the low battery advisory alarm progressed to a low battery hazard alarm. At 8:45 am a no external power alarm become active as both 14v li-ion batteries were depleted and the system was supported by the backup battery. The information recorded at 10:49 am indicated that there was a complete loss of power and the system stopped. The entries recorded after the power was restored revealed that a charged 14v battery was connected to the white power cable and the driveline was disconnected. Approximately 13 seconds later a charged 14v battery was connected to the black power cable; however the driveline remained disconnected and approximately 12 minutes later both power cables were disconnected from the 14v batteries. The system controller was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The root cause of the reported event was a result of the patient sleeping on batteries and fully depleting both 14v batteries and the backup battery. Labeling indicates that a mobile power unit should be used for power when sleeping (or when sleep is likely). The user must connect to the mobile power unit when sleeping otherwise the alarms may not be heard. The batteries could run out of power, and the pump could stop before you hear the alarms. The device history records were reviewed (shop orders 53468598, 53496595, 53539907) and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook indicates that the user must connect to a mobile power unit when sleeping otherwise the alarms may not be heard. The batteries could run out of power, and the pump could stop before you hear the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-00801. It was reported that the patient expired and was found down in his home on (B)(6) 2019. Log file analysis observed the patient was sleeping on the batteries and the batteries were fully depleted . The system controller backup battery did power on but was also depleted and the clock reset to the default date and time. No external power and pump stop alarms observed. The batteries depleted on (B)(6) 2019 at approximately 8:10:56 and the driveline was then disconnected. Additional information received on 07feb2020 reported that the patient was found over 24 hours after controller had completely stopped. The cause of death was unknown and an autopsy was not performed per the request of the patient's family. The site reported the device seemed to have operate as expected.